Manufacturer narrative:
As stated in the operator manual, the vasculight (pl mode) can be used to treat tattoos on various areas of the body, for skin types I, ii, iii, IV and v. Contraindications for tattoo removal treatment with the vasculight include tanned skin types iii, IV or v and history of keloid scarring. The operator manual discusses the known risk of scarring with tattoo removal treatment performed with the vasculight. Root cause: as of 8/10/2006, there is insufficient information to determine root cause. Lumenis has made two requests of dr. For patient and treatment parameters details, and as of 8/10/2006, these details had not been provided. As the physician did not provide such details. It is not possible to reach any conclusions regarding the treatment parameters utilized. If additional information is obtained, a follow-up MDR report will be filed. Lumenis has offered a complimentary service evaluation and as of 8/10/2006, dr. Had declined to make the device available for evaluation by lumenis.

Event description:
Patient alleges keloid scarring in association with a tattoo removal treatment performed in 2005 with the vasculight system at dr. Location. Per dr., the patient was treated with 48 pulses at "presets for dark lesions" at doctor's location. Dr. Stated that the patient has retained an attorney and that per the patient's attorney, the patient went to a plastic surgeon for cosmetic repair. Dr. Stated that this is all he knows regarding the matter.